Event description:
It was reported that a lead warning occurred on the right ventricular (rv) lead for out of range high impedance measurements and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).